Manufacturer narrative:
Investigation summary ==> the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon found the foreign substance like hair in the package before the surgery on (B)(6) 2017. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital.